Event description:
Medical equipment company technician reports the lancet was found to protrude beyond the end cap of the multiclix device during the investigation. No accidental stick occurred. No adverse event reported. Device was returned and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.